Event description:
It was reported that during the procedure the helix would not extend. A second lead was attempted and that helix would not extend. A third lead was successfully implanted no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Blood was noted on the helix which extended and retracted but not within specification. (B)(4).